Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One introducer sheath and corresponding dilator were returned for evaluation. The dilator was received inserted into the sheath. Kinking was noted along the length of the sheath. The distal tip of the dilator was noted to be damaged, appearing to be partially curled inward when viewed under magnification. As a result, the investigation is confirmed for the reported damaged dilator tip. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 603880 implantable port dilator component was allegedly flexible causing the tip to folded/bent, making the component unusable. This report was received from a single source. Of the one event, did involved patient with no reported patient injury. The patient is (B)(6) years of age, the weight is (B)(6) kgs and the gender was not provided.